Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated . This is the same event as 3010536692-2016-00322 & 3010536692-2016-00323..

Event description:
Allegedly the knee became lax laterally. All components were revised due to laxity.